Manufacturer narrative:
Date of event: estimated based on follow-up 45-days from implant date of (B)(6) 2020.

Event description:
It was reported that thrombosis occurred. The patient was on eliquis prior to implant. A left atrial appendage (laa) closure procedure was performed and a 20mm watchman flx laa closure device was implanted. The patient was on direct oral anticoagulants (doac) 5mg twice daily for 6 weeks post-implant. The patient was consistently therapeutic. At the 45-day follow-up, roughly 6-weeks post-implant, a computed tomography (CT) scan noted a non-mobile, device related thrombus on the face of the device near the threaded insert. The patient will continue oral anticoagulants (oac) for up to six months and reevaluate.